Event description:
The pt with discrepant glucose results. Initial glucose tested on (B)(6)2007 gave 378 mg/dl. The result was questioned and the same sample was repeated two days later giving a result of 100 mg/dl. A second sample from the same pt, also drawn on (B)(6)2007 gave 89 mg/dl. No treatment given based on the initial result. The field service representative was unable to determine the cause of the discrepancy.